Manufacturer narrative:
Constant pump error 38 alarms during rewind due to the connector on the printed circuit board fully unlocked during visual inspection. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The motor was tested outside of the device and passed. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump had received multiple error alarms. The customer¿s blood glucose level was 400 mg/dl. Troubleshooting was performed for pump error alarm and noticed not able to rewind the pump are not able to rewind the pump. Advised the pump requires replacement and to discontinue use of the pump. Advised to revert to backup plan. The insulin pump will be returned for analysis.